Event description:
It was reported that during a tka procedure, a headless pin got stuck in the distal cutting guide. The surgeon was able to remove the pin and cutting guide from the surgical site since the pin did not have significant bone purchase. There was a short delay reported with no patient injury. This complaint is for the cutting guide. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. Device history record review found the device met the specifications at the date when it was released to distribution. A complaint history review found previous reports of this issue. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for using the distal cut guide. The initial visual/functional investigation found that there was significant damage to the speed pin and the inner diameter of the distal cutting guide. The probable cause of the issue was expected wear / tear. Per complaint details, the pin malfunctioned during use and the pin equipment was swapped out. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.